Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1367, awareness date 06-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011. Consumer had essure placed in (B)(6) 2011 and within a week she started itching and would welt up like had been bitten by a bug. The itching and welting would come and go a few times a day for a while but by (B)(6) she was taking allegra 24 once a day because the itching and welts on her body were so bad. This controlled it for a year or so then she started taking the allegra twice a day. She went to her physician and a nickel allergy test was performed, and she was allergic to nickel. She lived with the itching and welting until (B)(6) 2015, that was the point when she could not take it anymore. She also had severe allergy issues, sinus infections and was extremely tired all the time. After several trips to her regular doctor she was convinced to remove the essure. She took allegra for the last time the night before the surgery (hysterectomy). She did itch some the first few days after removal but not enough to take anything. She has not itched or welted up since. She can breathe easier, her sinuses feel better and she feels more energized. Follow up received on 21-oct-2015: ptc investigational result. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had allergy to nickel / severe allergy issues. She had essure removed via hysterectomy approximately 4 years after insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Patients who are allergic to nickel may have an allergic reaction to the device. In addition, some patients may develop an allergy to nickel if this device is implanted. Typical allergy symptoms reported include rash, pruritus, and hives. Considering the nature of the reported event, and since she had no more allergy symptoms after essure removal, causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to the required intervention for essure removal (hysterectomy). Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring